Event description:
Initial pictured showed tight stenosis in prox segment of rca clot. The stenosis too tight to pass xmi. Small balloon dilation performed to create a 2 mm opening. Next picture shows clot going downstream. Xmi cath used to go after this. After aj use (which is not shown on cd) the av grove continuation of the rca shows contrast leak indicated a tear in the vessel. Prolonged balloon dilatation of 20 mins was needed to tack the vessel open. Post echo showed no damage and minimal effusion. Patient did fine during the event and post procedure.